Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the light bulb went out. Timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
The customer reported that the light bulb in the system went out. The company service representative examined the system and found the system displaying system message (sm) ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿. The company service representative replaced the tabletop illuminator module and xenon lamp to address the issue. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on december 19, 2013. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator module and a xenon lamp were received and a visual assessment of the returned samples revealed no obvious nonconformity. A known good xenon lamp was installed into the returned tabletop illuminator module then installed into a calibrated constellation system for functional testing. The xenon lamp passed testing. The returned tabletop illuminator module was tested and the output was found to meet specifications. Upon testing, both the illuminator module and xenon lamp were found to meet specifications. The root cause cannot be determined conclusively. (B)(4).